Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the custom received multiple, intermittent occlusion alarms. After an alarm, the customer would changed the pump supplies. The customer's blood glucose (bg) level was over 500 mg/dl. A corrective bolus and insulin injections were used to address the bg level. A pump system check was performed and the occlusion appeared to be within the cartridge. Reportedly, the customer had been using apidra in the cartridge. Tandem technical support advised the customer that apidra was not labeled for use with the pump. The customer acknowledged the information. The supplies on the pump were changed and the customer resumed insulin delivery.